Event description:
The nurse stated that after rolling the pt over to clean him, she attempted to boost or pull him up toward the head-end of the bed which resulted in the bed moving. The brakes were set at the time of the event. The nurse went to the emergency room to get her back checked due to an alleged injury. No information was given as the degree of injury.

Manufacturer narrative:
The hill-rom technician found that all casters would swivel when the brakes were set. He changed the casters to resolve the issue. No other information was obtained regarding this event.